Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.356" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted hiatal hernia procedure, the tip of the harmonic ace instrument broke off inside the patient's thoracic cavity mid-procedure. Dissecting was being performed when the fragment fell. The fragment was retrieved during the same procedure using a lap grasper. Visual inspection confirmed that all fragments were retrieved. The procedure was completed robotically using a backup harmonic ace instrument. No x-ray or other imaging was performed, and no additional procedure was required. The patient had not returned to the hospital due to experiencing any post-surgical complications.